Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer and pocket had failed. The field service engineer (fse) arrived onsite, drawer 5-2 was found to have failed along with one cubie pocket. The technician was able to recover both the failure. The hardware test application (hta) was run, and no issues were found with the drawer. The station was then powered down, and the fse reseated the row board connections on the trays and drawer controller board. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie drawer and pocket had failed. Customer tried to recover the failure, but the issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.